Manufacturer narrative:
The reported event of an amplatzer septal occluder migrating the day after implantation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer septal occluder was selected for a procedure. 9-asd-014 lot 7164767 migrated which occurred the day after the device was implanted. The physician snared the device from the aorta. The physician completed procedure by using another occluder (9-asd-024) after the balloon calibration. There was a delay in the procedure due to the physician having to snare the device that was embolized and replaced with a new one. The patient remained stable.